Event description:
It was reported that the patient presented remotly via merlin.net transmission after receiving inappropriate shock and atp (anti-tachycardia pacing) therapy due to supraventricular tachycardia(svt) with intermittent runs of ventricular tachycardia. Programming changes had been made at a later date. The patient was stable, and would continue to be monitored.